Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in-clinic with the right atrial lead exhibiting impedance values less than the lower limit. In clinic the impedance measurements were in normal range. Atrial lead noise was noted in the recorded auto mode switch episodes on stored electrograms but was not reproducible in-clinic. The patient will continue with monitoring as scheduled. There were no patient consequences.